Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues. The customer's blood glucose was 31mmol/l at the time of call. Customer high blood glucose caused by bent infusion set is being managed by customer's mother. Trouble shooting was performed and found lost sensor signal. Sending replacement sensor. The product will not be returned for analysis.